Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the feeding set was hung on the infusion rack, a large amount of nutrition liquid was found leaking from the pipeline. There was no adverse event with this reported issue.

Manufacturer narrative:
Investigation conclusion: the customer reported when the feeding set was hung on the infusion rack, a large amount of nutrition liquid was found leaking from the pipeline. There was no adverse event with this reported issue. The report refers to product code 673662, epump int.1000ml feed&flush ns, with lot number 181940211. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. Five (5) samples were returned for evaluation. Visual inspection performed identified the mistic connector and silicon tubing were disconnected. Function testing performed after reconnection of the silicon tubing and mistic connector determined the devices functioned as intended without issue. A potential root cause of the confirmed silicon tubing and mistic connector detachment is possible user misuse. The IFU states when loading the feed set to ¿grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket¿. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.